Event description:
The customer reported that the system displayed a checksum error and would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram and eprom memory modules. The system operates as intended.